Manufacturer narrative:
Product event summary: the data files were returned and analyzed. The video file returned from the field was reviewed. The video '53 7084-evidence (2).mp4' shows the system integrity test repeatedly looping. In conclusion, the reported "system integrity test" issue was confirmed though the data analysis, the reported temperature issue and expiration date issue could not be confirmed through data analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cryo ablation procedure, temperature was not as expected and after restarting the integrity test could not be passed. The balloon catheter was replaced to resolve the issue. The case was completed with cryo. Additionally, it was noted that the catheter used by date was before the event date. No patient complications have been reported as a result of this event.